Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient experienced low blood glucose event on (B)(6) 2026 and the patient managed by taking sugar. No further information is available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: portugal. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item